Event description:
It was reported that there was loss of capture. The entire system consisting of device, atrial and right ventricular leads was explanted. The cause of loss of capture was not known. Further information could not be obtained.

Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Pacing output was tested on the bench and was normal. The anomaly observed in the field was not reproducible. The cause of the field event remains undetermined.